Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had air bubbles anomaly. Customer's blood glucose at time of incident was unknown. The customer stated that the air bubbles are located in the reservoir and tubing. The customer advised to a 5 unit of fixed prime until air bubbles is no longer visible. The customer was advised to change fill cannula back 0.5 but she declined. The customer stated that she wants to continue filling cannula with 5.0 units until she clears the line from air bubbles. Customer confirmed that she knows how to change the fill cannula amount.